Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a difference between sensor glucose and blood glucose values. The customer reported blood glucose value of 554 mg/dl. The customer was hospitalized and treated with an IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-394a, unk_sensor, mmt-332a and unomedical. Troubleshooting was declined by the customer for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for difference between sensor glucose and blood glucose values, blood glucose value was 554 mg/dl and sensor glucose value was 334 mg/dl at the time of event and found that customer had manually suspended the pump. The customer declined further troubleshooting. No further patient complications were reported. No product return is required for mmt-394a. No product return is required for unk_sensor. No product return is required for mmt-332a. No product return is required for unomedical. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.